Manufacturer narrative:
Date of event is unk. The actual product involved with the incident reported will not be returned. No product eval can be performed. Without the finished good lot number, it is not certain if there were any quality issues against the raw material suture or the lot. However, a review was performed for the finished goods lots purchased during the past year for this item and no transactions were found. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence cannot be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. (B)(4). Item #sxpdb405 stratafix spiral pdo knotless tissue control device; 2cx #2 pdo 36 x 36, lot unk.

Event description:
It was reported that after a total knee arthroscopy procedure the pt's wound dehisced and required reoperation. A second procedure to reclose the pt's wound was performed using an alternative ethicon suture. (B)(4).